Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. The caller stated that the pump over delivered and the hcp advise to get a replacement pump. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).